Event description:
(B)(4)- vantage ide study. Patient ID: (B)(6). It was reported that this was an arteriotomy closure of the right common femoral artery using a prostar xl device after a transcatheter aortic valve implantation procedure, with a 14fr sheath. Reportedly, bleeding continued after the procedure and a covered stent was used for closing the access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.